Manufacturer narrative:
This information is based entirely on journal literature and subsequent follow up information obtained. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who provided patient/product specifics.

Manufacturer narrative:
Concomitant medical product: achieve mapping catheter medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 63 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ablation of paroxysmal atrial fibrillation using a second-generation cryoballoon catheter or contact-force sensing radiofrequency ablation catheter: a comparison of costs and long-termclinical outcomes.¿ j cardiovasc electrophysiol. 2018;29:284¿290. Doi: 10.1111/jce.13378. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoablation balloon catheter: there was one (1) patient who was diagnosed with phrenic nerve palsy (pnp) with dyspnea one week after cryoballoon ablation procedure. There was no treatment/resolution indicated. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The status/location of the cryoballoon catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.